Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels were greater than 250 mg/dl with ketones present. The pink slide did not move forward; indicating a needle mechanism failure. The pod was worn less than an hour.